Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained v wave over-sensing due to crosstalk. Programming changes occurred on (B)(6) 2019. No non-sustained v oversensing detected since reprogramming. Patient was stable before, during and after the reprogramming.